Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3: reference MFR report: 1627487-2016-04053, reference MFR report: 1627487-2016-04055. The patient's daughter reported the lead and anchor were eroding through the patient's skin. According to the patient's daughter no intervention will be pursued due to the patient being in a hospice facility for reasons unrelated to the scs system.